Manufacturer narrative:
Investigation results indicate that the blade breakage could have occurred when the cartridge came into contact with metal during use. The handpieces for use with this blade instructions for use (IFU) contain the following indications for use "the stryker precision system is intended for use in the cutting and shaping of bone and other bone related tissue. The intended surgical applications are orthopedic surgeries involving the shoulder, hip, knee, and ankle." The instructions for use (IFU) also contain the following warning; "do not apply excessive pressure, such as bending or prying, with the cartridge. Excessive pressure may bend or fracture the cartridge and result in tissue damage, loss of tactile control, and/or the ejection of cartridge fragments at a high velocity." The quality investigation is complete.

Event description:
It was reported that during a total hip arthroplasty procedure, the blade broke at the cutting end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total hip arthroplasty procedure, the blade broke at the cutting end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.